Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to factory for evaluation. Signs of clinical use and no evidence of blood was observed. A visual inspection was performed. Crack was observed in the area of adaptor plug extending. The knob on the power supply was missing. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on . The results of the test are as follows: measured no load voltage test: 5.49 vdc pass (requirement: 5.5 vdc +/- .05 vdc). Measured low current output test: 3.92 vamps dc fail (requirement: 4.0 +/- .05 amps dc). Measured high current output test: 5.82 amps dc fail (requirement: 6.0 +/- .05 amps dc). Based on the return condition of device and the investigation results, the reported complaint was confirmed for the reported failure mode "failure to deliver energy" and the analyzed failure "break."

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-3010 - t.w. Power supply failed to delivery energy. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-3010 - t.w. Power supply failed to delivery energy. The hospital did not report any patient effects.